Event description:
It was reported through remote transmission that the asymptomatic patients device had entered into backup mode. In clinic, the device could not be restored due to normal battery depletion. Plans were made to explant and replace the device on an unspecified future date.

Manufacturer narrative:
.

Event description:
New information reported that the device was explanted and replaced on (B)(6) 2014.